Event description:
When I removed it, only half came out-tampon foreign body in reproductive tract lower abdomen painful abdominal pain lower broke into body-tampon device breakage] when I removed it, only half came out. It was very painful-tampon complication of device removal. Case narrative: consumer reported via phone that the tampon was broken during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.